Event description:
Customer's daughter reported that on two separate occasions her mother has experienced symptoms of hypoglycemia. She also stated that her mother lost consciousness however, she did not clarify if this occurred on both occasions. Daughter stated she treated her mother with insulin and "paste" and did not seek third party medical intervention. Daughter contacted customer svc to receive training on properly setting up her mother's freestyle lite meter. Numerous attempts have been made to contact customer to clarify the medical issue, the meter's serial number and to determine how the adc meter contributed to the reported medical event. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The prod was rec'd and the returned meter serial # was different than originally reported by customer. If clarification from customer determines that the meter malfunctioned, a f/u report will be submitted once investigation results are available.